Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: there was an incident where an epidural catheter was stuck in a patient. Detailed inquiry description: there was an incident where an epidural catheter - item# 332079 (lot# 0061907135 2025-04-30) was used on a patient that later required further diagnostics (x-ray, CT scan) prior to removing the catheter in the (B)(6) department because the catheter kinked/looped.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, one photo was of the x-ray of a spine with the catheter present, one photo was of the product packaging of the reported item and lot number, and the third photo was of a single used catheter knotted and kinked on a gauze pad. It should be noted that the photos did not confirm any previous damage or defect of the catheter before it was used in the procedure. B. Braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. Based on the investigation, the reported defect is not likely to have happened during the manufacturing process; it is likely that the defect occurred during application/use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.